Event description:
It was reported that a patient underwent a right distal radius orif procedure on (B)(6) 2015. During the procedure, the threads of the pegs would not engage with the dvr plate. The surgeon removed the plate from the patient and tested the pegs in the plate outside of the patient and the pegs engaged. The surgeon put the plate back in the patient using the same pegs and the pegs engaged with some difficulty. There was no injury to the patient or significant delay to the procedure as a result.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4)